Manufacturer narrative:
The pump was received with no esc and act button response due to corroded keypad traces. There was no black circle anomaly, button error alarm or unexpected audio and or beep noted. The pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device is beeping, and has a black circle on the screen with a button error alert. It was reported that troubleshoot was conducted, but the error remained. It was reported that the device was replaced and returned for analysis.